Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited failure to capture prior to an procedure. The patient experienced bradycardia. The lead was capped and a new lead was implanted successfully on (B)(6) 2018. The patient was stable post-procedure.